Event description:
It was reported that impossible to block the drill with the attachment. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the lock ring is stuck it can't be turned into the unlock position, the bur can't be inserted/locked. The most likely cause of failure was identified as due to detached distal bearing. It was also noted that laser marking is faded, the input drive shaft bearing is corroded. This regulatory report is being submitted due to retrospective review through CAPA 672570. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.